Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found to have a small damage at the edge of the optic after it was implanted in the patient's operative eye. The iol remains implanted as the damage was not at the center of the optic. The surgeon believes that the issue was due to the thickness of the lens. There was no patient injury reported. No further information was provided. This occurred three times on the same day. Separate reports are being submitted for the other two events. This is report 1 of 3.